Manufacturer narrative:
B4:(B)(6)2021. The field service engineer (fse) reviewed the diagnostic report (drpt and verified the check vent errors. The fse replaced gas delivery subsystem (gds). Unit passed all tests successfully. The unit was returned to service.

Manufacturer narrative:
The gas delivery system (gds) assembly was returned for failure investigation. The gds was tested, and the pressure accuracy-test failed could not be duplicated.

Event description:
The customer contacted product support and advised the customer to check the diagnostics log and found an error code indicating proximal pressure sensor autozero failed. The customer reported that the unit was in use on the patient, but there was no patient harm reported. The unit was swapped out with no harm to the patient.